Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review.

Event description:
It was reported that while using the device a mutation was found at 7 cm which led to the guidewire not being able to be fed into the dilator. Customer cut off the front end and fixed the issue. No patient injury was reported.